Event description:
It was reported that during testing the universal handswitch at the user facility, the safety switch would not stay in the run position which creates a potential for the device to be activated unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed. Not yet received.

Event description:
It was reported that during testing the universal handswitch at the user facility, the safety switch would not stay in the run position which creates a potential for the device to be activated unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
(B)(4) . The product for this investigation was not available for evaluation. H3 other text : device not returned to manufacturer for investigation.